Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by cts in resetting the pump and was advised to continue using it while contacting support if the malfunction code recurred. The caller acknowledged and understood these instructions.